Event description:
It was reported that interferring signals believed to be caused by lead damage were observed on the egms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported complaint was confirmed in the laboratory. The outer and blue insulations of the sensing cable were found to be damaged at 23 cm from the connector pin as a result of friction to the ICD can. The metal wires of the sensing cable were exposed and this damage can cause oversensing. The lead exhibited normal electrical characteristics. Further lead damage noted was that sustained during the surgical procedure.